Event description:
The caller reported that the pump's quick bolus and wake button were difficult to press and often required multiple attempts or a connection to the charger to activate the screen. The caller's blood glucose level was indicated as 255 mg/dl, which suggests there was no significant adverse impact. Tandem technical support provided instructions on proper button usage and assisted the caller in removing the pump from its case to troubleshoot the issue. Despite these efforts, the button remained difficult to press, leading to a decision to replace the pump. The customer reverted to an alternate pump for insulin therapy.